Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2017 16:23:30 pst ice batch user (batch_ice) (B)(6) complaint status: in process mdt initial contact: (B)(6) taken by: hulter2 father of pt called during ooh. Pt dit change tha basal settings, when he checks the pump after 30 minutes the pump has a blank screen. Pt changed the the battery, screen still blank. Pump has nog bumped or dropped. No radiation of MRI scan. Changed pump by tnt. (B)(6). Th input date: (B)(6) 2017 warranty start: 07/21/2015 warranty end: 07/20/2019 batch - ng1098723h.